Event description:
A customer reported that while using an ophthalmic operating system during vitrectomy surgery, a patient experienced high intraocular pressure, hypertonia, papilla vessels of the optic disc significantly reduced perfusion when the pedal was released and there was no aspiration, leaving the patient pale.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.